Event description:
User facility medsun report received that states: "during tavr [transcatheter aortic valve replacement] procedure. Perclose device failed. Stitch felt like it was stuck causing possible femoral artery trauma. Artery cutdown and open repair." Additional information reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the device was stuck in the patient, requiring a surgical cutdown for removal. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The reported patient effect and treatment appears to be related to the circumstances of the procedure. The patient effects of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.